Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station displayed error and tasks blocked. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that certain medication identification (ID) items were still associated with the medstation but were no longer present in the facility formulary. The technical support specialist (tss) instructed the customer to add the missing items back to the facility formulary and repeat the transactions. The customer added the items back, and the issue was resolved successfully. The system functioned as intended after the technical support specialist resolved the issue.